Event description:
It was reported the patient was scheduled for a replacement of the lead and implantable neurostimulator (ins) on (B)(6) 2014. It was reported that the ins was functioning, but was near end of service (eos). The lead was reportedly ¿bad.¿ additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had battery and leads replaced last week and was "in-serviced" today on her recharger. It was noted that the manufacturer's representative did not think the old system was returned. Additional information received reported that eos was due to normal battery depletion. It was stated that the lead was "bad due to the fact that the impedances were out of range on the electrodes and did not provide effective therapy. It was reported that following the system replacement that patient was doing "great" and was receiving effective therapy. It was noted that the patient was "very happy" with therapy. It was confirmed that all the device components had been disposed of by the medical facility.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 355029, lot # n0027261, implanted: (B)(6) 2005, product type accessory; product ID 377760, lot # n0030813, implanted: (B)(6) 2005, product type lead. (B)(4).